Event description:
The customer reported that a pt received two sessions of cvvhdf treatments, on the same prisma machihe, in both sessions "malfunction: self-test failure" alarms occurred. When the operator was unable to resolve the "malfunction: self test failure" alarms, the pt's treatments were ended. After he was taken off the machine, he expired. The timing of his death relative to the end of his second treatment was not disclosed by the customer.